Event description:
A malfunction alarm labeled malf 12 occurred, but no notable events preceded the malfunction, and the fault was identified with code 0x2071. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with pump reset information and aided in resetting the pump, which prevented the malfunction from recurring. The customer was instructed to continue using the pump and to report back in case any further malfunction codes appear, which they understood.